Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. Customer experienced feeling sick, headache and tired as a symptoms of high blood glucose. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia was treated with insulin drip, insulin pump and diabetic ketoacidosis was treated with insulin drip. The customer was hospitalized. The event involved product(s) mmt-1884. Troubleshooting was partially performed. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue use of the device.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08675 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 08-dec-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 08-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) event date of 08-dec-2024 and related svn#: (B)(4) event date of 07-dec-2024, these pump error(s)/alarm(s) were noted: low battery alert was found on: 12/03/2024 08:39:00.000. Replace battery alert was found on: 12/03/2024 08:39:00.000. Replace battery now alarm was found on: 12/03/2024 18:41:00.000. 12/03/2024 18:51:00.000. Power loss alarm was found on: 12/03/2024 22:08:24.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is from 21-jul-2023 to 01-aug-2023 and 05-mar-2025 to 12-mar-2025. There was no power data available for the date of 03-dec-2024. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm and power loss alarm noted during testing. Sensorexpiredalert (794) was found on: 12/03/2024 11:08:06.000 sensorerroralert (801) was found on: 12/05/2024 08:16:47.000, 12/05/2024 08:26:00.000. 12/05/2024 10:06:46.000, 12/05/2024 10:16:00.000. 12/07/2024 13:58:13.000. 12/07/2024 21:05:57.000, 12/07/2024 21:15:00.000. 12/08/2024 03:55:58.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.43 mv). The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for pump/transmitter communication anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.